Event description:
It is reported that a customer had issues with their transmitter not functioning correctly. The patient's blood glucose level was at 50 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the transmitter needed to be replaced. The customer replaced the transmitter and had no further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.